Event description:
It was reported that on 28 nov. 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, there was a slight resistance noted when passing through the arch. The valve was able to be implanted successfully without recapture at a depth of 4.5mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On 09 nov. 2025, the patient had suffered from a cerebral infarction. On 02 dec. 2025, the location of the infarction was confirmed to be mid-cerebellum. Gait instability was noted. The patient was transferred for a rehabilitation in a stable condition.

Manufacturer narrative:
An event of stroke and movement disorder post implant procedure was reported. The valve was able to be implanted successfully without recapture at a depth of 4.5mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). Information from the field indicates that the patient experienced a cerebral infarction confirmed to be mid-cerebellum. The patient has gait instability and required rehabilitation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the root cause of the reported movement disorder, and stroke/cva could not be determined. It is possible due to patient conditions; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect - impact code: 4607, 4648.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, there was a slight resistance noted when passing through the arch. The valve was able to be implanted successfully without recapture. On (B)(6) 2025, the patient had suffered from a cerebral infarction. On (B)(6) 2025, the location of the infarction was confirmed to be mid-cerebellum. The patient was transferred for a rehabilitation in a stable condition.